Event description:
Patient reported noticing that their infusion set was broken after experiencing high blood glucose levels. Patient switched to insulin injections because they had no other infusion set tubing available at time of event.